Event description:
The reporter alleges the following back to back results of 270 mg/dl on the customer's meter and 130 mg/dl on the doctor's meter. No reported action taken based upon suspect result. Return requested and replacement was sent.